Manufacturer narrative:
The product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A healthcare worker reported that after an intraocular lens (iol) was implanted a capsular rupture was observed and the lens was removed. In a follow up, a surgical technician reported that after the initial lens was removed, a vitrectomy was done and another lens was implanted into the sulcus.

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on 07/08/2015. (B)(4).